Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fifteen years and twelve days later, computed tomography (CT) revealed that there was caval perforation. There was grade 3 perforation of the 3 o¿ clock leg, that abutted the aorta. There was grade 2 perforation of the 8 o¿ clock leg, that extended 0.50 cm and the 9 o¿ clock leg extended 0.49 cm. A grade 2 perforation of the 1 o¿ clock leg extended 0.35 cm. There was no substantial tilt and apex of the filter did not touch the wall of the inferior vena cava. There was no migration. There were no definite fracture or missing struts identified. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3. H11: h6(result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple respiratory distress, paraplegia, multiple fractures and contraindication to anti-coagulation therapy. Approximately fifteen years and twelve days post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter legs perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple respiratory distress, paraplegia, multiple fractures and contraindication to anti-coagulation therapy. Approximately fifteen years and twelve days post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter legs perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.